Event description:
Pt reported obstruction a few days after implantation with the lap-band, cat scan found band to be malpositioned and infection around the stomach and incision sites. Implanting physician states the band was positioned correctly.